Manufacturer narrative:
During the device evaluation, the potted trigger assembly, the trigger magnet and the safety bar were found to be damaged, which is a probable cause of the reported event of the safe mode not preventing the reverse trigger from being activated.

Event description:
It was reported that during testing conducted at the manufacturer facility, the reverse trigger could be activated despite the universal driver being in safe mode. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.